Event description:
Patient reports right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports right side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, weight to the spec and deformation. Device appearance no openings was found in the device. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. Additional, changed, and/or corrected data.

Event description:
Patient reports right side rupture. The device has been explanted.

Event description:
The device has been explanted.